Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. The distal end of the coating peeled and detached from the wire guide, approximately 5 cm from the tip of the device. The detached coating was returned with the device and measured approximately 4 cm. No portion of the device is suspected to be missing, the difference is measurement is due to the elastic properties of the detached coating. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use condition could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all d.a.sh. Dometip double lumen sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp). The physician used a cook d.a.s.h. Dometip double lumen sphincterotome. At the end of the procedure, the wire guide became tight when pulling through the catheter. The radiopaque tip [coating] became sheared off. The tip [coating] detached and was retrieved with a boston scientific spy bite device. A section of the device did not remain inside the pt's body. Other than retrieving the detached wire guide coating, the pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.